Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the suction tip of the real intelligence robotic drill guard broke off during cutting and fell out of the field. The pieces were retrieved. It is unknown how the procedure was completed. No delays and no patient injuries were reported.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during a cori assisted tka surgery, the suction tip of the real intelligence robotic drill guard broke off during cutting and fell out of the field. The pieces were retrieved. The procedure was completed with the same device without delay. The patient was harmed due to the reported problem. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since this is a known failure mode in which the suction tip stays connected to the irrigation tube and the guard stays connected to the handpiece, but if not, the suction tip falls out of the field. For the cases in which it has fallen inside the patient, it can be easily retrieved as a whole piece by the surgeons' hands or tweezers and irrigation of the wound is performed as a caution. Also, the procedures can be continued with the same faulty device, without suction, with manual suction, or with a back-up device when available. Therefore, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Event description:
It was reported that, during a cori assisted tka surgery, the suction tip of the real intelligence robotic drill guard broke off during cutting and fell out of the field. The pieces were retrieved. The procedure was completed with the same device without delay. The patient was not harmed due to the reported problem.